Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was slightly fluctuating impedance and a warning for low impedance on the right atrial (ra) lead. It was further reported there was slight varying in ra thresholds. The lead remains in use. No patient complications have been reported asa result of this event.